Event description:
It was reported that the patient had a loss of therapeutic effect. The patient had tremors in his hands that began the day prior to the report. The patient stated, he went to a store on (B)(6) 2012 and went through a security gate that "sometimes" shut his stimulation off. It was also reported that the patient's programmer was "not working." The patient "just" changed the battery and a green light was on. The patient tried turning stimulation on and only the green light came on. Additional information was requested, but was not available as of the date of this report.

Event description:
Follow up reported the patient had received assistance from their doctor or representative and their concerns were resolved. It was noted there was an appointment on (B)(6) 2012.

Manufacturer narrative:
Product ID, 748251 lot# serial# (B)(4), implanted: 2004 (B)(6), product type extension product ID, 748251 lot# serial# (B)(4), implanted: 2004 (B)(6), product type extension product ID, 7438 lot# serial# (B)(4), implanted: 2004 (B)(6), product type programmer, patient product ID, 3387-40 lot# j0424862v, implanted: 2004 (B)(6), product type lead product ID, 3387-40 lot# j0406018v, implanted: 2004 (B)(6), product type lead. (B)(4).